Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their implantable cardiac monitor fell out of their body. The patient is discussing the next steps with their physician. No patient complications have been reported as a result of this event.